Manufacturer narrative:
Concomitant medical products: product ID 977c165, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative on behalf of a patient. It was reported that the patient felt stimulation in their abdomen and not in their low back where their target pain is located. The manufacturing representative tried to reprogram the patient, but the issue persisted. The patient underwent a lead revision on (B)(6) 2016. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.